Event description:
It was reported by the rep that (1) hp052 was used during a laparoscopic cholecystectomy procedure. It was reported that the device has experienced an increasing number of lockouts with both cs6s and lcsc5. 05/15/2000 add'l info received. The device worked on the distal end but could not grab very much tissue.